Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the doctor was final tightening the locking cap and the threads of the 6.5mm x 45mm polyaxial screw long arm came off. He tried another cap thinking the locking cap was bad but then realized that the threads of the polyaxial screw came out. The polyaxial screw was removed and replaced with a 6.5mm x 45mm s-lok polyaxial screw. This resulted in a 5 minute delay to the procedure. No patient injury was reported.

Manufacturer narrative:
H3 product evaluation - the root cause of the missing full thread on the slpl tulips has been attributed to the tooling off-set was not properly touched off after a tooling change for the 45 degree ID tool. The lack of zeroing the tool properly resulted in the visible reduction of the thread width and the loss of the square shape of the full thread. A health hazard evaluation was performed to assess the risk of the identified non-conformance. It was determined that there was a none/negligible health risk to the patient. Review of manufacturing history record found (B)(4) pieces of lot 10913ps were released for distribution on 1/9/2017 with no deviations or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number.

Event description:
It was reported that the doctor was final tightening the locking cap and the threads of the 6.5mm x 45mm polyaxial screw long arm came off. He tried another cap thinking the locking cap was bad but then realized that the threads of the polyaxial screw came out. The polyaxial screw was removed and replaced with a 6.5mm x 45mm s-lok polyaxial screw. This resulted in a 5 minute delay to the procedure. No patient injury was reported.